Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080001 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080001 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation: d2 "type of device": correction for type of device to qmn. G6 "type of report": updated to follow-up report #1. H3 "device evaluated by manufacturer?": device was evaluated by manufacturer. H6 "adverse event problem": updated following investigation of retention product. H10 "additional narrative/data" - updated following investigation outcome.

Event description:
False negative result. False-negative for flu a. The user reported that they tested their two children with flowflex plus on (B)(6) 2025 and both results were negative. That same morning, they went to a healthcare provider where both children were tested with rapid tests and the results were positive for flu a. The user confirmed that the flowflex plus tests were purchased at (B)(6) pharmacy.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. False-negative for flu a. The user reported that they tested their two children with flowflex plus on (B)(6) 2025 and both results were negative. That same morning, they went to a healthcare provider where both children were tested with rapid tests and the results were positive for flu a. The user confirmed that the flowflex plus tests were purchased at wellcreek pharmacy.